Manufacturer narrative:
Physio-control evaluated the device and observed that intermittently, it would not complete the power-on boot up. Further evaluation found an intermittently resistive filter, designator fl4, on the power supply pcba. The pcba was replaced, proper device operation observed through functional and performance testing, and then the device was returned to the customer for use.

Event description:
According to the reporter, while performing a shift defibrillator test, the device wouldn't power up in battery intermittently. No adverse affects were reported as a result of the alleged malfunction.